Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to the customer's diabetes educator adjusting the customer's personal profile. Customer consumed carbohydrates to address bg. The customer's endocrinologist updated the settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.